Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 400 mg/dl and trace ketones. A healthcare provider identified the ketone levels as dangerous and life threatening. Customer was treated with intravenous fluids of saline and insulin, resolving the issue with no permanent damage. Customer was released from the hospital on (B)(6) 2023. A system check was performed, and it was found that the customer was using off label insulin (fiasp) within the pump supplies, customer was informed that this is off-label per user guide. Recommendation was made to consult with a healthcare provider regarding diabetes management.